Event description:
Resident in nursing care ctr was sitting on comode in her room with the door shut. Apparently, the rear leg of the commode bent, the resident fell to the floor with her weight against the closed door. This was an unwitnessed event. Law enforcement was called and they were able to dismantle the window and get into the room to assist resident.